Event description:
It was reported that during a percutaneous coronary intervention procedure the balloon inflated past the markerband. The 2.5x15mm maverick2 balloon was advance to the proximal right circumflex (cx) and it was noted that the proximal end of the balloon inflated past the markerband. The balloon was deflated and removed from the patient and the procedure was completed with another of the same device. No patient complications were reported with the patient's current condition listed as 'good'.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer reported an invalid meter serial number. The device manufacture date is the complaint awareness date.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 313 mg/dl, 101 mg/dl, and 286 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.